Manufacturer narrative:
Device has been explanted and returned to the manufacturer, therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer revealed that the original construct was instrumented from t3-l2 for scoliosis correction. Legacy 6.35 ss was used. The returned screw was a 5.5 x 45 mas. It is confirmed that the l2 bone screw was broken. The screw appears to have been made per original specifications. No severe trauma appears to have been reported other than a "bear hug" after which the patient began experiencing lumbar pain. Unable to determine the cause of the event.

Event description:
Date of implant: in 2006. It was reported by a user facility # 3400610000-2007-8004 that a patient underwent a posterior spinal fusion with a segmental instrumentation. Patient reports having received a "bear hug" and experienced lumbar pain afterwards. X-rays reportedly revealed fractured hardware. Approximately 10 months post-op, the patient underwent revision surgery to replace the fractured screw. During the surgical procedure, the surgeon noticed that the lowest level of the attempted spinal fusion revealed a non-union, "which probably caused micro-motion at the screw level, leading to its eventual failure." No patient complications were reported.